Event description:
It was reported that during a da vinci-assisted thoracic pulmonary lobectomy surgical procedure, the customer reported that the surgeon side console (ssc) was not working. Prior to calling in, the customer had already began to power cycle the system. Th system came back up with a 31046 error. Technical service engineer (tse) had customer recover fault, but they again were not able to take control of the master tool manipulator (mtm)s. Tse then walked customer through a power cycle and epo, but again, system had a 31046 error. Tse inquired if customer had another console, and they did. Tse verified matching software and customer moved second console from sk0505 into place. The customer connected second console and system powered back on without error. The customer was now able to take control of mtms and proceed with case. Fse to follow up. The procedure was converted to another dv system with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse viewed the logs and observed errors 31046. The fse replaced the gpd to resolve the issue. The system was tested and verified as ready for use. The generic power distribution (gpd) was returned for failure analysis and the reported failure was confirmed/replicated. Error 857 was triggered for high side switch fault on the gpd for dmd power. The technician was able to replicate the reported problem by installing the gpd board into pca system. It failed no light amber on button for the surgeon side console.